Event description:
It was reported that multiple occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed the infusion set and cartridge to resolve the blockage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.